Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent an abdominal liposuction with a acc iii 4 mm 32 cm arc cannula and experienced a procedural delay of 20 minutes when the hub of the cannula broke off and rendered it inoperable during the procedure. Hcp reported that the incident did not cause injury to the patient.

Manufacturer narrative:
Evaluation summary of device photo: according to the information received, it was reported a cannula has been broke off the hub. Upon visual inspection of the picture, the cannula was observed to be disassembled with no apparent damage. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Complaint trends for these devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer's reference number: (B)(4).